Manufacturer narrative:
Reported event: event reported that the pst rio shell offset impactor (p/n 209360, l/n 029130) snapped into two pieces while hitting the impactor with a mallet during impaction. Device evaluation and results: visual inspection: visual confirmation showed the offset shell impactor broken into two. The offset cup impactor shaft (p/n 209366) broke away or sheared away from the 2.x hip connector shaft (p/n 209361) at the joint where the offset cup impactor shaft begins to decrease in diameter. Attached files show the failure. Dimensional inspection: visual inspection clearly shows the alleged failure. Functional inspection: visual inspection clearly shows the alleged failure. Device history review: review of the device history records indicate (B)(4) devices were manufactured and (B)(4) were accepted into final stock on 09/24/2014 for l/n 029130. One npr, (B)(4), was associated with the lot having to do with the single rejected part. The rejected part was dispositioned as "return to vendor" on 02/12/2015. A review of (B)(4) revealed that the nonconformance is not related to the failure alleged in this compliant and the part associated with this complaint is not the part associated with the npr. Complaint history review: a review of complaints related to p/n 209360, lot number 029130 shows no number of complaints related to the failure in this investigation. Tracking of complaints related to the 209360 part number will be tracked through quarterly trend request #(B)(4). Conclusions: the reported failure was confirmed. Visual confirmation showed the offset shell impactor broken into two. The offset cup impactor shaft (p/n 209366) broke away or sheared away from the 2.x hip connector shaft (p/n 209361) at the joint where the offset cup impactor shaft begins to decrease in diameter.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio shell impactor was damaged. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio shell impactor was damaged. This did not negatively impact the case and the outcome was successful.